Event description:
Patient reported a screw was removed from a rod in his let leg due to loosening. Additional surgery scheduled. Patient could not provide product and lot numbers and would not provide the surgeon name or hospital.